Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: gel mentor memorygel breast implant 275cc, catalog number 3503004bc, serial number (B)(4), lot number 1005183 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary procedure with a gel mentor memorygel breast implant 275cc and experienced rupture on the left breast implant. The rupture was diagnosed during the surgery by healthcare professional. The right breast implant was not affected. As a result, the patient had undergone bilateral removal and replacement with gel mentor memorygel breast implant 375cc on the left breast implant and with gel mentor memorygel breast implant 400cc on the right breast implant on (B)(6) 2018.

Manufacturer narrative:
On 06/11/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 5.5 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).